Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation, the customer reported 'faulty air in line sensors' was unable to be reproduced due to a clean load point 2 alarm. A review of the event history log (ehl) revealed multiple occurrences of air-in-line!. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified however no cause was determined. The ultrasonic sensor will be calibrated as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had faulty air in line sensors. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.